Event description:
Per the clinic, the patient experienced chronic infections around the abutment site. On (B)(6) 2013, the site was debrided and the abutment was exchanged. It was also reported that the patient was administered IV antibiotics (type, dosage and duration not reported).

Manufacturer narrative:
(B)(4). Implanted device remains.